Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases.

Event description:
Patient reported "the right side is hard as a rock." Healthcare professional reported capsular contracture, baker grade iii-IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination and crease fold. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. And also identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure and a striated edge opening on posterior side due to surgical damage.

Event description:
Patient reported "the right side is hard as a rock." Healthcare professional reported capsular contracture, baker grade iii-IV. Device has been explanted.